Event description:
User noted leak coming from inside left of analyzer onto the floor. No pt samples were involved and the operator was not harmed. The field service representative determined the cause to be a cracked cap on the system water reservoir and ordered replacement parts. On subsequent visit determined the defection circuit was not triggering module to cut the flow of water to internal reservoir. He replaced pcb fluid clot control, level detection switch and the cracked internal water reservoir. Performance tests performed and within specification.